Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during cataract surgery with intraocular lens (iol) implantation, the lens was damaged (by the retractable tip of the injector) and the optical zone was scratched and the haptics were torn off. Patient experienced deterioration in vision and had incorrect optical zone. According to current information the patient is fine. An explant has been planned. According to the additional information received, the patient's lens was cut into 3 pieces using scissors under local anesthesia, followed by explantation of the lens through the original wound. Than a company replacement lens was implanted. Postoperatively there was a slight elevation of intraocular pressure (iop) and edema at the site of the surgical wound. The hospital is currently following up with the patient.

Manufacturer narrative:
The product was returned for analysis and damage was observed to the intraocular lens (iol). No cartridge or handpiece returned. Iol returned in three segments, on a piece of surgical material inside an opened company pouch. Solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and not returned, the other haptic is intact with loose fibers. The optic is torn/split-cut dividing the iol in three and is scratched/marked rejectable with loose fibers and particulate. We are unable to determine the root cause for the reported complaint "damaged iol during surgery, explant". The lens was returned in three segments. The condition of the returned iol is consistent with lens having been explanted. The file states that lens was damaged by the tip of the injector and the optical zone was scratched and the haptics were torn off. It is unknown if the reporter suspects iol to be the cause of the event. Additional record was initiated for injector but the product was not returned for evaluation. No cartridge was returned. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.